Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they alleging possible insulin pump under delivery. The customer¿s high blood glucose was 180 mg/dl to 200 mg/dl at the time of incident and current blood glucose was 227 mg/dl. The customer was treated with shot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. The insulin pump will not be returned for analysis.